Event description:
It was reported that two inappropriate shocks due to a drop in amplitudes leading to oversensing involving this device was seen. The device was thus reprogrammed from the primary sensing vector to the secondary sensing vector. Additional testing performed and manipulations did not show any noise or artifacts, and according to the x-ray performed the system appeared to be correctly placed. Technical services (ts) discussed that a reason for the drop in signal could be related to a system migration, although this was not confirmed. No further changes were made at this time. The device remains implanted. No adverse patient effects were reported.